Event description:
It was reported that the pt enrolled in investigational device exemption (ide) study underwent femoral head resurfacing procedure in 2007. Subsequently, pt complained of pain with weight bearing. Radiographs found subcapital femoral neck fractured and revision procedure was performed implanting a cementless stem on the following month.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that the lot released with no recorded anomaly or deviation. There have been no trends related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Examination of the returned device was inconclusive.